Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that their implantable neurostimulator (ins) was not in overdischarge, and that it has ¿been a problem since the beginning.¿ they added that the ins will ¿cut out and all of a sudden kick back in.¿ the patient noted that the ins was extremely positional. They stated that they charged the implant religiously, and the ins was not accepting a charge. The patient stated that the last time a manufacturing representative (rep) reprogrammed the device, they said it was ¿gone¿ and could not program it. They indicated that their healthcare provider set up an appointment to replace the ins, but no one has contacted them to see if the manufacturer will cover the replacement. Patient services reviewed the warranty process. No further complications were reported or anticipated.